Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the customer with this action. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reappear.